Manufacturer narrative:
The needle broke off during an insulin injection. The patient's skin was scratched and the insulin was not delivered into the patient. The broken needle was replaced with a new one to complete the injection. No medical intervention was required. A review of the batch records show no internal deviations during production and no abnormalities or deviations from the validated manufacturing process. Resistance to breakage testing according to iso 9626, chapter 5.9, was performed on 5 samples retained from the same batch. Results show no visible breakage can be found.

Event description:
The needle broke off during insulin injection. The patient's skin was scratched and the insulin was not delivered into the patient. The broken needle was replaced with a new one to complete the injection. No medical intervention was required.